Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that several knives were dull and not usable. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested.

Manufacturer narrative:
Additional information received clarified that the previously reported knives were visibly noted to be dull and not useable when they were examined under the microscope prior to any patient involvement. This additional information now makes this reported event not reportable. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the dull knives were detected when visually examined under the microscope prior to any patient contact. Alternate knives were obtained in order to complete each procedure. As there was no patient involvement with the unsatisfactory knives, this reported event is now no longer a reportable event.